Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir popped through the patients incision after a bout of constipation. The migration of the reservoir happened the next day after the implant surgery. The patient went to ER and the reservoir was moved to the opposite side of his pelvis after two revision surgeries. The patient also states that he is experiencing burning sensation when urinating and his urine stream flows differently than prior to implant.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.